Event description:
It was reported that approximately five minutes into a hip arthroscopy procedure (B)(6), the metal plate located at the distal end of the ambient hipvac 50 arthrowand broke off and fell into the surgical site. The fragment was seen and immediately removed arthroscopically, however, the incident created a twenty minute surgical delay. The procedure was completed using a different arthrowand. No pt complications were reported as a result of this event.